Manufacturer narrative:
(B)(4). Pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify rewind due to blank display.

Event description:
The customer reported via phone call that there was strong smell of insulin by the insulin pump and insulin pump not get no delivery alarms when infusion set was blocked. Customer's blood glucose level was unknown. Customer also stated that the rewound was louder at the insulin pump. Customer reported that battery cap was replaced because other threading was stripped on cap. Customer declined to troubleshooting with technical support. Insulin pump will be returned for analysis.